Event description:
It was reported that the physician was concerned regarding the device having no output as well as intermittent noise on both the atrial and right ventricular (rv) leads. The patient received a holter monitor which detected pauses in pacing that occurred during syncopal episodes. The physician removed the device and rv lead and replaced them with a new device and new rv lead. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. Concomitant products: a 5086mri58, lead implanted: (B)(6) 2012. (B)(4).